Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Correction: the correct catalog number is 90434; not 92127 as previously reported. Correction: the patient experienced loss of osseointegration on (B)(6) 2013; not (B)(6) 2013 as previously reported. The patient was reimplanted with a new fixture on (B)(6) 2013; during this time a sleeper fixture was also placed. This report is filed (B)(4) 2013.

Event description:
Per the clinic, the patient experienced a loss of osseointegration on (B)(6) 2013 resulting in fixture loss. It is unknown if there are plans to reimplant the patient with another device.